Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for malignant pain indications for use. It was reported that after surgery, they noticed that when patient had a breakthrough pain, it took them 5 minutes to administer bolus. The patient representative (rep) confirmed that their handset was stuck at 90 percent. The rep stated that the communicator was not holding a charge as expected. The agent reviewed device function and charging frequency. The agent walked through the rep in clearing data and they were able to connect to the pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.